Event description:
A pt service representative (psr) contacted zoll customer support to report that a (B)(6) male pt was having difficulty connecting the electrode belt to the monitor. The psr then report that she noticed bent pins in the electrode belt connector. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (difficulty connecting the belt to monitor / bent pins) has been confirmed. Upon evaluation, the pins in the electrode belt trunk cable connector were bent in a swirl pattern. The cause of the difficulty connecting the belt to the monitor is the belt pins. The cause for the bent pins cannot be positively identified but was likely due to the connector being forced into the monitor while the pins were misaligned. No adverse event resulted from the defective electrode belt connector. The pt received a replacement electrode belt.